Event description:
It was reported that on (B)(6) 2010, the patient presented with a subacute myocardial infarction (mi). The lesion was in the proximal left anterior descending (lad) artery, with no tortuosity, moderate calcification and was 100% stenosed. The 2.5 x 18 mm xience v stent was implanted in the proximal lad and was post-dilated with a 2.75 mm balloon catheter. Post percutaneous coronary intervention, timi flow was 3. On (B)(6) 2010, the patient was discharged from the hospital. Reportedly, the pt had been having a nap since 13:00 p.m. At home then, before 15:00 p.m., one of the family members came into the room to wake him up when he was confirmed to be in cardiopulmonary arrest. Thus, an ambulance was called and cardiopulmonary resuscitation was performed. The patient arrived at the same emergency cardiovascular unit where the stent had been implanted. Percutaneous cardiopulmonary support and intraaortic balloon pump were used for support. On angiography, thrombosis was observed at the ostium of the lad, proximal to the deployed stent. No thrombosis was present inside the deployed stent. It is unk if the thrombosis formation caused the cardiopulmonary arrest or prolonged cardiopulmonary arrest inflicted the thrombosis formation. The patient died at 20:47 p.m. An autopsy was not permitted, thus one was not performed. It cannot be determined if thrombosis formation caused the death or myocardial infarction led to ventricular fibrillation then resulted in death. No add'l info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A f/u report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported cardiac arrest, death, myocardial infarction, thrombosis, and arrhythmias (including ventricular fibrillation) are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.